Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the patients syncope was most likely related to episodes they had of monomorphic ventricular tachycardia (vt). There was no malfunction of the device noted by the physician. The device was reprogrammed to optimize therapy for the patient. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The attempts to interrogate the device were unsuccessful. Boston scientific technical services (ts) discussed options to interrogate this device which was implanted in another country. No additional adverse patient effects were reported. The device remains in service.